Event description:
The pt reported that her infusion device continued to beep and displayed 77 and 3.0 on the infusion device display screen. The pt stated that her power pack had been in use for over two weeks. The pt was aware of the power pack recall. The pt was instructed to insert a new power pack and the infusion device started working properly. The pt received a follow-up phone call and her device was still working properly. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.